Event description:
It was reported that high thresholds were observed due to a lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.